Event description:
It was reported that the procedure was performed to treat a lesion in the calcified left anterior descending (lad) artery. A perforation occurred during use of an unspecified device. The patient experienced cardiac tamponade and cardiopulmonary resuscitation (CPR) was performed. The 3.5 x 19 mm graftmaster stent delivery system was advanced into the patient anatomy; however, due to the patient anatomy and CPR, the device was unable to cross and was removed. The 2.8 x 26 mm graftmaster stent delivery system was then advanced into the patient anatomy; however, this device was also unable to cross. The patient condition continued to decline and a clinically significant delay was reported related to the failure to cross of both devices. A dilatation catheter was advanced to the target site and inflated, sealing the perforation; however, the patient died on (B)(6) 2021. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance and subsequent delay in treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The 2.8 x 26 mm graftmaster stent delivery system referenced will be filed under a separate medwatch report number.